Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator.

Event description:
Information was received from health care provider (hcp) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the implantable neurostimulator (ins) battery was not working. The hcp noted that the patient needed an MRI head scan but no reasoning was provided. It was unknown when the ins issue began occurring. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.